Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient had a knee replacement and prior to the surgery they asked both the surgeon and the urologist if the surgery would have an impact on the device and was assured that it would be fine. At that time the patient was using program 2, level 2.5 and it was fine. The patient had to stay 2 nights in the hospital. They had to use the bedpan so many times during the first night that in the morning they put the patient on a pure wick system for the remainder of their stay. When they got home they were urinating between every 20 to 90 minutes. Sometimes it's every 15 minutes. The patient was told that the body holds a lot of water after an operation, and that this would go away in two weeks. There was no improvement and the patient got increasingly exhausted by constantly having to go to the bathroom. They bumped the device up to 2.8 to no avail. The patient called patient services (ps) on march 14 and was told by a woman to try program 3 until they felt it. The patient tried program 6 on march 16 at 2.8. The manufacturer representative (rep) spoke with the patient and said that if need be they could develop a custom program for the patient. The issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient stated the device was working fine until march 3rd. Patient had one of their knees replaced and since then, therapy was not working. Patient was going every 1.5 to 2 hours. Patient stated they had increased settings and that has not resolved the issue and symptoms seem worse. Agent reviewed how to change programs. Patient was able to successfully change programs and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to healthcare provider(hcp) if issue persists.